Event description:
It was reported that the device partially dissembled inside the pt during a procedure. The surgeon was able to retrieve all the wires, nothing was left in the pt, no pt injury reported.

Manufacturer narrative:
The complaint is confirmed, a thin plastic filament which was detached from the guidewire was returned with guidewire, visual observation confirmed that there is an area along the stiff dark orange polymer coating that is scraped, or cut. The scrape length is approx 23m long, another deeper scrape is 6mm in length, this would indicate that the guide wire was exposed to a sharp edge of another instrument during insertion or removal or under sharp bending or kinking conditions. Refer to the IFU warning and caution statements 4, 5, 6. The device itself remains intact. Also observed that the gold end is slightly stretched out at the proximal end where it is joined to the orange polymer, the grey and of the guidewire has a kink approx 12mm from the distal end. The guide wire appears to have been subjected to conditions beyond it's design intent.